Manufacturer narrative:
(B)(4). The customer returned one opened de-22853-lmu1 for evaluation. The spring-wire guide was found to be stuck inside the introducer needle cannula. Biological material was found on the components, indicating use. The spring-wire guide was removed from the assembly and no additional issues were identified. The needle cannula body was found to be bent. The outer diameter of the guidewire and the inner diameter of the needle cannula were measured and were found to be within specification. The guidewire was not able to be removed from the needle cannula without applying excessive force, causing the guidewire to separate at the distal tip. The needle was flushed with a lab syringe and a large amount of dried blood was cleared from the cannula. The undamaged proximal end was then able to pass through the introducer needle without issue. A manual tug test was performed to confirm both welds were intact. A device history review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product warns against withdrawing the guidewire against the needle bevel to reduce the risk of damaging the guidewire. The IFU also states that the introducer needle and ars should be removed after the guidewire is inserted. The customer reported issue of the guidewire getting stuck in the introducer needle was confirmed during the sample investigation. Visual inspection was performed and the guidewire was found to have been pulled against the needle. Dimensional and functional inspections were performed on the returned guidewire and introducer needle and no issues were identified. Based on the condition of the returned sample and the customer description of the event the probable cause of this issue was a failure to follow the IFU. An in-service request has been initiated to further investigate this issue.

Event description:
The customer alleges the md wanted to pull the wire back a little bit and turn it a little bit, in order to get better "around the curve" afterwards. Initially, the wire could still be pulled back normally then it could not be pulled back again, even one was impossible to push forward. Only by massive pull on the wire with the anesthesia nurse holding the arm against it, the doctor was able to pull it back a little bit and then remove it with the needle in toto. During inspection, the wire was stuck in the needle.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the md wanted to pull the wire back a little bit and turn it a little bit, in order to get better "around the curve" afterwards. Initially, the wire could still be pulled back normally then it could not be pulled back again, even one was impossible to push forward. Only by massive pull on the wire with the anesthesia nurse holding the arm against it, the doctor was able to pull it back a little bit and then remove it with the needle in toto. During inspection, the wire was stuck in the needle.